Event description:
It was reported that this patient with the pacemaker has been feeling unwell ever since the device was implanted. The patient had a competitor pacemake, prior. The patient has been experiencing symptoms of fatigue when exercising, shortness of breath with some palpitations. The patient reports struggling when walking uphill, feeling exhausted and complaints about throbbing sensation in the neck since implant. The device was reprogrammed post implant when the patient presented with these symptoms. A lead assessment was also performed and showed this competitor right atrial (ra) lead was not capturing, there was no ECG atrial activity. Several walk tests were performed showed improvement and heart rate increase to 72bpm. It was suspected that the patient is experiencing pacemaker syndrome. No additional adverse patient effects were reported. The pacemaker remains in-service. This involved ra lead is a competitor lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).